Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast reconstruction with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 8/13/2018. The event date was updated to 6/27/2018. A broken valve was thought to be responsible for implant deflation. Prosthesis replacement with a 425cc mentor memorygel breast implant was performed on 7/16/2018. The investigation of the returned product was completed by the failure analysis lab on 8/21/2018. Device evaluation summary: it was reported that a (B)(6) year-old hispanic female underwent primary breast reconstruction with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered an area of missing material (including valve) measuring approximately 1 cm x 0.8 cm at the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point, is not possible to determine the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).